Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that when injecting using bd ultra fine¿ pen needles the consumer found insulin leaking out onto the injection site from the non patient end of the pen needle.